Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump did not alarm up occlusion as expected. They stated that it failed to alar. Mmd did follow up with the initial reporter. They stated that the complaint had occurred during testing and did not effect a patient. No additional information was provided. [Complaint-(B)(4).

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump did not alarm up occlusion as expected. They stated that it failed too alar. Mmd did follow up with the initial reporter. They stated that the complaint had occurred during testing and did not affect a patient. No additional information was provided. [Complaint-(B)(4)].